Event description:
The customer reported to customer service that the wires had come apart from the transformer and were exposed. She had noticed before plugging it in to the wall that the cord was really loose, and it just came apart. Customer confirmed the pump was still operational. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012. She confirmed she did not witness any smoke, fire, sparking or melting. She confirmed the housing cracked at the screw points in the corner, and from there it completely separated. There was no breach, exposing wires, anywhere on the length of the cord. As of the date of this report, the original power supply has not been received for testing/analysis. The customary indicated the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated from pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.